Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the lead had high impedance and loss of capture. Follow up was performed but no information was received about the lead model and what action was taken. No patient complications have been reported as a result of this event.